Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 232 mg/dl during the call. Troubleshooting revealed that the insulin pump was programmed correctly. The customer did not have any supplies with her to troubleshoot further. The customer also mentioned she was taking antibiotics, due to an infection, and stated the antibiotics usually affect her blood glucose.